Manufacturer narrative:
B2: date of death is estimated b3: date of event is estimated the device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed nor similar incidents reviewed because the product was not returned for evaluation and the lot number was not reported. The patient effects of death, hemorrhage/bleeding and hematoma are listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. The following review was performed by a medical reviewer: the patient was of an advanced age, with unknown comorbidities, and was covid-19 positive. The patient underwent a leadless pacemaker implant procedure and had two proglide devices placed using the pre-closure technique. The procedure was completed, and the closures achieved hemostasis. And the patient was transferred to another facility without a hematoma or bleeding at the groin site. It was reported that the patient expired a few days post-procedure with a hematoma and bleeding at the groin site. There are many possibilities that could have occurred during the transfer and after the patient arrived at the outside facility, which could have led to a hematoma and/or bleeding at the groin site. However, without additional information, any possible causes can not be stated. The non-abbott leadless pacemaker also lists possible adverse events in their delivery catheter instructions for use (IFU). Medtronic micra catheter IFU, potential adverse events or potential complications. Potential complications include, but are not limited to, toxic/allergic reactions, oversensing, pacemaker syndrome, cardiac arrest, acceleration of tachycardia, necrosis, myocardial infarction, and surgical complications such as cardiac perforation, pericardial effusion, cardiac tamponade, device embolization, hematoma, av fistula, vessel dissection, infection, cardiac inflammation, and thrombosis. Due to the lack of information provided, it cannot be definitively stated if the proglide devices used in this procedure were a contributing cause of this patient's death. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. In this case, the physician added this device along with the preclose procedure indicating that per the physician's medical judgement, two devices were going to be required to achieve hemostasis. The case details indicated hemostasis was achieved and no hematoma or bleeding was noted. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na

Event description:
It was reported this was a venotomy closure of the common femoral vein using the pre-close technique via a 24f sheath hole prior to a micra interventional procedure. The sutures of two proglide devices were successfully placed. The procedure was successful and the hemostasis was achieved with both devices. There was no hematoma or bleeding noted 24 hours post procedure at time of discharge. Many days later the patient reportedly died. Cause of death is unknown. Additionally, there was a hematoma and bleeding present. No additional information was provided.